Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement could not be determined. Additional therapy/non-surgical treatment appears to be due to case specific circumstances as one additional clip was implanted to stabilize the implanted clip and reduce the mitral regurgitation. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip opening with locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The xtr mitraclip was implanted; however, after clip deployment, it was noted that the clip opened slightly, approximately 30-40 degrees. The clip remained on the leaflets. A second clip was implanted to stabilize the first clip. The mr was reduced to grade 1. There was no adverse patient effect or a clinically significant delay in procedure. No additional information was provided.